Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Date of event: the date of event is estimated to be (B)(6) 2018. (B)(4). Device evaluated by manufacturer - to date, it is unknown if the device will be returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a leak was observed at the purple hub on a PICC line when medication was administered at home. The patient was admitted to the emergency room and a replacement line was placed the following day. As reported, the PICC line was used to deliver total parental nutrition (tpn) and a tiny hole was found during the replacement procedure. .